Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the healthcare professional noted that the only procedural complication that occurred was access site bleeding in the groin in one patient and this was not related to a medtronic product (access sheet from another manufacturer).

Manufacturer narrative:
Continuation of d10: product ID unk-nv-solitaire (unknown); product type: ; implant date n/a; explant date n/a g2: citation: authors: jedi, f., dethlefs, g., hauser, t.-k., hennersdorf, f., mengel, a., ernemann, u., <(>&<)> bender, b.. Mechani cal thrombectomy in cerebral venous sinus thrombosis: reports of a retrospective single-center study. Journal of clinical medicine 11(21):6381 2022. Doi:10.3390/jcm11216381. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. See manufacturer report # 2029214-2023-02450 for another report from this article. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Jedi f, dethlefs g, hauser t-k, et al. Mechanical thrombectomy in cerebral venous sinus thrombosis: reports of a retrospective singl e-center study. Journal of clinical medicine. 2022;11(21):6381. Doi:10.3390/jcm11216381. Medtronic literature review found a report of patient complications in association with a solitaire stent retriever. The purpose of this article was to gain a better understanding of mechanical thrombectomy (mt) results on clinical improvement in patients with severe cerebral venous sinus thrombosis (cvst). A total of 20 patients were included in the study, with one patient undergoing two procedures. Of the 20 patients, 12 were female; and mean age was 36 years. The most frequently utilized type of endovascular intervention was using stent retrievers in 20 cases. This was carried out as a single technique in eight cases, in combination with aspiration catheters in eight cases, and combined with balloon venoplasty without stenting in four cases. In only one case, an aspiration catheter was used. A solitaire stent retriever was used in 12 cases, and a catch maxi was used in 8. The article does not state any technical issues during use of the solitaire. The following intra- or post-procedural outcomes were noted:four total patients died within 10 days after mt, 3 of which had been treated with a solitaire. The cause of death was severe traumatic brain injury in two patients, malignant media infarction (unrelated to the mt) in one patient, and severe bleeding and edema in one patient suffering from rhabdomyosarcoma. One of the 3 patients treated with a solitaire that died experienced the complication of increasing epidural bleeding after craniotomy. Another experienced increasing intraparenchymal hemorrhage and edema. And the other experienced malignant media infarction with bleeding. It was noted that the mortality rate of 20% was mainly due to comorbidities, such as severe traumatic head injury in two patients, malignant media infarction in one, and poor health condition due to coexisting malignancy in one patient.  - the only procedural complication was access site bleeding in the groin in one patient.  - recanalization was unsuccessful in three patients